Event description:
Customer reported that "the clock on the machine continually resets itself with the incorrect time. The staff resets the clock when they are aware to. On the weekend, a pt was thrombolized after an infarction based on the time of the first ECG, in which the time was incorrect." The pt did not receive appropriate treatment for his myocardial infarction, and this was due to the incorrect time on the ECG. This treatment would have otherwise been provided within the 6 hours of chest pain. We have tried on numerous occasions to get pt info. The hospital has informed us that no pt info will be forth coming, due to pt confidentiality.

Manufacturer narrative:
Eval summary: device was returned and tested. Battery was found to have only 24% of it's normal capacity. The battery would discharge rapidly. This is the reason that the clock would reset. Short battery life is indicative of defective or end of life batteries. This battery has a date code of nov. 2005, so the battery is over 2 years old. The user's manual indicates that "if the battery looses it's charge quickly, replace the battery." The device is equipped with a visual and audible low battery alarm to alert the user that they should plug in the device. After the battery has lost it's charge, the next time you turn the electrocardiograph on, you are prompted to reenter the date and time. The user has to acknowledge the prompt by pressing done, which accepts the time as it is, or entering a different time. Our investigation of this event is ongoing. A search of the complaint database did not show any adverse events associated with battery failure in this device. The battery was replaced, the device was tested and found to be operating as specified and returned to the customer.